Event description:
It was reported, that during a da vinci-assisted sigmoid colectomy surgical procedure. The fenestrated bipolar forceps instrument had a loose cable. And it was not able to close completely. It caused a delay in removing it through the trocar. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up and obtained the following additional information: the reported delay was caused to get out the instrument. The surgery was completed with the da vinci using a backup instrument.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps involved with this complaint, and completed the device evaluation. Failure analysis investigation confirmed, the reported complaint. The instrument was found to have a dislodged cable crimp at the bipolar yaw pulley. The instrument may be non-intuitive as a result. Additionally, the instrument was found to have a broken bipolar yaw pulley, causing the cable crimp to dislodge at the wrist. Broken pieces were missing as result of breakage. Size of missing piece is approximately 0.032 x 0.039. This failure is most commonly caused by mishandling/misuse, such as excess force applied to the distal end of the instrument. The instrument was also found to have a segment of the conductor wire sticking out from the yaw pulley. A loop of wire is sticking out such that the wire protrudes above the outer surface of the main tube. The wire insulation was not damaged and the instrument passed an electrical continuity test. Blank MDR fields: follow-up was attempted, but the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable.